Event description:
It was reported that the atrial lead exhibited decreased sensing and a loss of capture. A chest x-ray revealed that the lead had dislodged. The device was reprogrammed. No patient symptoms were reported and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.